Event description:
It was reported there was a complaint regarding the radiographic visibility issue for the reported product. Additional information r eceived reported that the valve was implanted on (B)(6) 2020 and was x-rayed after the surgery on the same day. The valve radiography had no visible markings, meaning that the usual radiopaque 'arrow and 2 dots' were not visible as would be normally. It was noted that the valve was still implanted, and there was no plan for it to be explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.